Event description:
Information received from the field notes that during a follow-up, the device could not be interrogated and there was no output or magnet response. The patient complained of tiredness, was in own sinus bradycardia of 46 bpm and had undergone a radical mastectomy two months prior to the follow-up. ECG showed appropriate function before and after the mastectomy procedure.